Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. Explant date is an estimate. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that post placement, the catheter would not flush or drain properly. The device was exchanged. The physician places the device utilizing an open procedure rather than laparoscopically. No lot number has been provided. No harm or injury was reported.